Event description:
A customer reported that during a retinal procedure, the pt had an unstable chamber and the surgeon had to increase the infusion. The procedure was completed with the same equipment. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).